Manufacturer narrative:
One use device was received and evaluated. Testing found the calve secondary port on the cassette of the tubing set was torn off. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. The customer contact reported that when the nurse was loading the cassette of the tubing set into the pump prior to pt use, the bond between the clave and the secondary port on the cassette of the tubing set was broken in half. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.